Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Block e1: initial reporter stae/province: (B)(6) block h6: device code 1069 captures the reportable event of guide catheter broken. Block h10: the returned flexima biliary delivery system was analyzed, and a visual evaluation noted the stent was loaded on the delivery system when received. The proximal section of the guide catheter was broken and the broken section was not returned with the device, the distal section of the guide catheter was kinked/bent in several locations. The push catheter was kinked in several locations and the suture hole was torn. No other issues with the device were noted. The reported event was confirmed. Based on product analysis, the issue occurred during procedure . It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink/bend of the catheters, this condition can result in issues deploying the stent due to friction between the components at kinked/bent areas in the catheters, kinks/bends on catheters can result in difficulty to retract the guide catheter and consequently issues to release the stent, continued attempts to retract it can result in guide catheter stretching, continued attempts to retract the guide catheter and force applied to the device in order to release the stent can result in guide catheter breakage and tearing the suture hole.therefore the most probable root cause for this event is "adverse event related to procedure". A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in a procedure. The event date was not provided. According to the complainant, during the procedure, when the stent was released for stent deployment, the proximal side of the guide catheter became separated. The broken guide catheter was removed from the patient. The procedure was successfuly completed with another flexima biliary stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. Initial reporter state/province: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in a procedure. The event date was not provided. According to the complainant, during the procedure, when the stent was released for stent deployment, the proximal side of the guide catheter became separated. The broken guide catheter was removed from the patient. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.